Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that one of the buttons on the pendant is not functioning. Additional information was received from the field service engineer stating that at the time of the issue he talked to the tech. The system was in collision zone and the tech was trying to wag the system, which is why the button was not responding. The field service engineer resolved this misunderstanding over the phone with the tech.